Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version: 1.3.2 , ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site registered the patient, and when they proceeded to 'verify registration' the software went unresponsive. After it went unresponsive, a warning message appeared saying, 'low system memory." The message also suggested ways to increase memory which included hiding unused exams and model, and decreasing the number of merged images. The manufacturer representative (rep) tried to click 'ok' on the message, and nothing happened. The rep could not proceed within the software at all and had to hard shutdown the system using the power button. When the system booted back up, the rep went into the admin screen to manage patient data and only four patients were on the system. They reselected the patient and were able to proceed through to navigation and did not have any additional issues. The patient had two exams and only one magnetic resonance imaging (MRI) was used and no models were built. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. They were unable to replicate the reported issue. The system freezes/unresponsive occurred multiple time they had to replace the computer and ssd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. The logs captured, "free memory fractions passed below warning levels during registration task. Fraction of free ram, shm, gpu = 0.201436, 0.199479." Analysis found that the reported event was related to a software issue and is a result from a software malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.